Event description:
Complainant and spouse purchased two twin-sized mattress covers at a sales dinner. The mattress covers were purchased for a total of $1339.45 and were purchased to alleviate pain following back surgery. On 10/15/2001, complainant contacted co to inform them that product was not working as intended. Complainant was told to call back on 11/1/2001, at the end of the 90-day warranty period. On 11/1/2001, complainant again tried contacting co and was unable to reach co representatives. They have not been able to reach the co. Unable to ascertain MFR of product beyond MFR provided by county dept. Of consumer protection. The MFR has taken over the distribution and advertising of this product. They are providing violative literature at seminars. County, has seen the sales presentation book that makes claims. It is provided by magnetic ideas. Complaint also reported to better business bureau.